Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector was locked properly during visual inspection. No stuck button alarm during testing. Pump passed the leak test. Pump monitored for several hours and no blank display, black screen or unexpected vibration noted. The battery tube connector plugged in properly to 1 during visual inspection. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding and display screen went blank. Customer also reported that insulin pump was vibrating every three minutes. Customer was not sure if button was pressed for more than 3 minutes on the airplane arm rest. Customer's blood glucose was 220 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.